Event description:
Event description: core wire was exposed on hydrophilic guide wire. Replaced guide wire with m0066802220 and successfully completed the case. Patient present at time of event?: yes. Patient complications: no patient complications. Additional information from distributor's report provided on 2 july 2024: was issue present upon opening package?: yes. If yes, was the packaging damaged?: no. Photo or video of issue: no.

Manufacturer narrative:
As received, the specimen consisted of one-1 each pkg-hydro gw stf std s 150-035; returned reloaded within the dispenser assembly; double bagged within "zip-lock" style poly biohazard pouch. The specimen packaging label was also returned with the device. The specimen presented an overall length of approximately 150.2cm and a finished diameter of .03260" to .03385". A gage bushing certified to be .0350" passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity till the proximal aspect of the kink damage. Note all diameter measurements were acquired with a non-contact, toolmakers scope after allowing the specimen device to become dry after hydrating the specimen device with blood-bank saline. After flushing the dispenser with blood-bank saline, the specimen was easily removed from the dispenser assembly and was subjected to visual and tactile examination. The specimen coating appeared visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. The specimen presented a ductile/tensile overload fracture of the polymer jacket with material removal exposing the distal 0.3cm of the metallic core wire; the polymer jacket material distal of the fracture was not returned with the specimen. The specimen also presented kink damage at 3cm from the distal tip. Except where noted, the specimen device appeared visually and dimensionally correct. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Please note, zipwire undergoes multiple 100% inspections prior to product shipment. As such, it is unlikely that the observed damage would go undetected. The nature of the observed damage is representative of attempting to remove the guidewire from the dispenser hoop without proper hydration. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As indicated in the directions for use (dfu) precautions: the surface of the zipwire hydrophilic guidewire is not lubricious unless it is wet. Before taking it out of its holder and inserting it through a catheter, fill the holder and the catheter with sterile physiological saline solution. As noted in the dfu operational instructions: to activate hydrophilic coating: before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that handling factors have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.